Event description:
The pump was plugged in to an electrical outlet but was not receiving electricity. The pump ran on the battery until it began to run out. When the low battery alarm began ringing, md was notified, a new pump was ordered, anesthesia was notified and the equipment was tagged for maintenance. I do not have information yet as to the repair/testing of this device.